Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode with audible noise due to an magnetic resonance imaging (MRI) with off-label use. It was unsure whether high voltage (hv) therapies were active at the time of backup. Programming changes were made to restore normal parameters. The patient was stable.